Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report difficult to deploy. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with an tr grade 4. A clip delivery system was advanced to the mitral valve for off label use; and the clip was deployed. However, clip deployment was difficult due to the clip would not detach from the clip delivery system. The actuator knob was turned 8 times and trouble shooting was performed. One hour later, the clip was deployed. It was suspected that the actuator mandrel was broken. A second clip was deployed to further reduce tr. Two clips were deployed, reducing tr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis could not test the reported difficult or delayed activation due to the condition of the returned device (clip not returned). The actuator mandrel was observed to be broken into two pieces, which confirms the reported issue of a broken mandrel. It should be noted that as per the instruction for use, states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation.¿ as it was reported that in this incident, a mitraclip procedure to treat functional tricuspid regurgitation (tr), this is an off-label use of the device. This off-label use may have contributed to the reported issue of difficult or delayed activation and broken mandrel; however, it cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.